Manufacturer narrative:
Additional info has been requested. Investigation is ongoing, no conclusion could be drawn. Review of the mfg records for this specific lot # has been requested.

Event description:
Pt was implanted at l5 - s1 with pro disc-l. The superior end plate was noted as moving forward on f/u x-rays. During a revision procedure, the superior end plate was noted to be sitting out 2 mm and was 1 mm away from the vertebral body. The inferior plate placement was good. Pt was revised to synfix. This report is #1 of 3 for the same event.